Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a mark on the optic after it was implanted. The lens was removed during the initial procedure and replaced. There was no patient impact reported. Additional information has been requested.

Event description:
New information received from the customer stating the defective lens was found upon opening the package.

Manufacturer narrative:
With the current new information received , this record is not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).